Event description:
The following was reported to gore; on (B)(6) 2015, the patient underwent an endovascular treatment of a chronic type b dissection using a gore® tag® conformable thoracic endoprosthesis. On (B)(6) 2023, a distal stent graft-induced new entry (dsine) was observed from the distal of the gore® tag® conformable thoracic endoprosthesis. On (B)(6) 2023, a reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control system were implanted distally. The patient tolerated the procedure. The physician stated that the distal size of the initial gore® tag® conformable thoracic endoprosthesis might have been oversized to the chronic dissection.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code a010103 used to capture "the physician stated that the distal size of the initial gore® tag® conformable thoracic endoprosthesis might have been oversized to the chronic dissection." H.6.: code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation. The safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: chronic type b dissections. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.